Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative about a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had been having some issues with leakage and that the doctor told them to call the manufacturer to switch to a different program. The caller stated that when they took the patient up a notch, it was too much but when they left the patient where they were, it wasn't enough. Caller stated the leakage issues had started since the patient had colon surgery in (B)(6) 2023 (the implanted system hadn't been helping the patient's symptoms). Caller stated the patient had a fistula so they had to remove the bottom of the patient's colon and ever since then the patient had the leakage issues. Patient services reviewed device description/function and programming considerations with the caller and the caller was able to connect to the implant and the therapy was on. The therapy was at 2.4 v on program 6. Patient services had the patient rep press program 6 to see the other programs available but the patient only had 1 other program available: program 1. Patient had recently had their handset replaced. Patient services redirected the patient to follow up with the patient's healthcare provider (hcp) to have the patient's additional programs added back on to their new handset and to also set up MRI mode. Patient services also redirected the caller and patient to follow up with hcp to make them aware the patient's leakage issues had been occurring since the patient's colon surgery and to check the implanted system. The caller stated they'd just seen the hcp today (2024-aug-15) and the hcp had told them they had "nothing to do with implant" and directed the caller to call the manufacturer. Patient services reviewed the role of patient services and the manufacturer representative (rep) with the caller and provided the caller with the national answering services (nas) number for the hcp to call to page a rep if needed and redirected the caller to follow up with hcp. The patient was going to monitor their symptoms now that a change had been made, make an additional adjustment or call back for assistance if needed and reach out to their managing hcp to program the patient's new handset and to check the implanted system. Patient serv ices also emailed the field to alert them of the situation. Documented the reported event. No further action was taken by patient services.